Event description:
It was reported that a flo-gard infusion pump does not function. It is unknown when, or in which care area this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not function was confirmed onsite by baxter service personnel. The cause was determined to be a damaged main battery. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.